Event description:
It was reported by the patient of "feeling very warm over implant area". Patient inquired if device could be heating up. The device still remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.